Event description:
Personnel in the critical care unit were attempting to externally pace a patient, condition unknown. It was reported that the device would not pace. A backup unit was obtained and used to continue treatment to the patient. There were no adverse effects to the patient reported as a result of the alleged malfunction.